Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction in the device's memory log. Puritan-bennett has not been authorized to complete the repairs at this time.

Manufacturer narrative:
Puritan-bennett has not been authorized to repair the device at the time. When the repair is completed, a follow-up will be sent.